Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not working, electronic control unit malfunctioned, low voltage output, electric motor emitted an unusual noise, vibration and had low power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the battery reamer device was not functioning. During an in-house engineering evaluation, it was observed that the device was not working, electronic control unit had a malfunction, low voltage output and the electronic motor emitted an unusual noise and vibration. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly